Event description:
Account obtained an axsym b-hcg result of <2 mlu/ml which was reported. The result was questioned by the registered nurse who believed the pt was pregnant. The sample was repeated on another instrument and was 35,000 mlu/ml. No further pt info was provided.